Event description:
It was reported that the iab was inserted in the pt post-operatively. Shortly after insertion, moisture was noted in the helium tubing. As a result, the iab was removed. The pt expired later, but the death is unrelated to this event.